Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version #: 2.1.0, h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed and the analyst could not reproduce in case in house. The logs were reviewed and it was observed there was 1 session. Navlock instruments navlock gray, orange, violet, green were added in the instrument. There were no errors and no evidence captured in the logs for the cause of this issue. User had moved to navigation task after capturing images and this happened 2 times. Suspected the last used was awl sharp and when moving to and from the navigation task and before bringing the another instrument in the field of view, the last used one might have appeared. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735740 stealth s8 spine. H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. B01 c19 d14 apply. No parts were returned for analysis. B17 c20 d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a transforaminal lumbar interbody fusion (tlif). It was reported the drive cad model appeared as an awl sharp for a few seconds and then reverted back to the driver. The representative has been occurring since installing the spine tools 41. Driver is used at the end of the case and this issue only happens with this instrument. The driver was attached to the orange tracker and verified this matched in the instrument tab in the application. The representative reported the gray tracker was on the other side of the operating room and not in the field of view of the camera. This issue was resolved by clicking on the instruments tab and going back into navigation. There was no reported impact to patient outcome and a reported delay of less than one hour.